Event description:
Inpatient found with no blood pressure, no respirations, face mottled. Defibrillator to room after code called. Pt in asystole rhythm. Attempted to charge defibrillator. Defibrillator nonfunctional, cause unk. Internal investigation suggests that equipment failure was unrelated to outcome.